Event description:
Patient prepared for transfer to surgery and left room at 6:48 am. One involved staff member indicated later that the chest tube was clamped just prior to leaving the paitent's room. Recurrent respiratory distress during transfer process. Respiratory arrest in the surgery area prior to entering operating room. Final chest x-ray occurred at approximately 7:10 am and showes a "very small right apical pneumothorax probably not significantly changed from the exam one hour fifteen minutes prior." Perioperative nurse noted clamped right chest tube during resuscitative effort and unclamped the tube. Resuscitative effort stopped and patient pronounced dead at 7:17 am. Preliminary autopsy report received 2/07 indiactes "her death was due in all likelihood to acute respiratory insufficieny due to a tension pneumothorax from an inadvertently clamped chest tube during transport to surgery for repair of a bowel obstruction."